Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the distal tip damage was due to user error, improper handling, or application of excessive force. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed the customers reported product problem, the tip is broken. The distal tip is metal is severely damaged, with deep scratches and dents, partially missing with jagged edges. The light fibers at the distal tip are damaged and missing. Also noted is the light guide connector is bent, and the image is blurry with a sark shadow due to broken lens inside the optical system. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the ¿tip is broken¿ on the trueview autoclavable rigid telescope. The customer reported product problem was found at an unspecified event. No death, injury or impact to patient or other has been reported.